Event description:
It was reported that bd alaris pump module infusion setthe tubing was broken (split into 2 pieces) just below the safety sliding clamp segment. The following was received by the initial reporter: issue description: quality issue ¿ broken (out of box). Not used on patient ¿ quality issue noticed during preparation/ priming the line. Rn planned to use a primary IV set (tubing) to prime a 250ml ns bag, but as soon as she opened the IV set¿s package, she noticed the tubing was broken (split into 2 pieces) just below the safety sliding clamp segment.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. One sample was received and tested by our quality team. The set separated upon receipt and the complaint was immediately verified. The set was analyzed under high power digital microscope and there was a clear lack of solvent where the tubing is supposed to be inserted into the lower blue clip (below portion inserted into the infusion pump). The manufacturer was contacted and the root cause has been determined as an improper following of work instructions by operator during assembly. There has been a quality alert issued to further instruct the personnel responsible as well as a corrective action to reinforce proper assembly of the infusion set and ensure this type of issue is no longer experienced by the customer. A device history record review for model 2420-0007 lot number 23055540 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.